Event description:
It was reported that the customer received a button error alarm. Her blood glucose level was 221 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
All buttons function properly. No damage noted on keypad traces. The keypad connector was locked properly. The insulin pump was received with cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.